Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. After that, it was reported that two years, two months and twenty days post port placement, the catheter allegedly was found to be quite steep at the puncture site when placed. Reportedly, a break was identified during a computed tomography scan and there was a ruptured catheter in the right atrium. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned and measured approximately 15.6cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that was elliptical in shape. A partial compound break was noted on the distal catheter segment approximately 0.7cm from the proximal end. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth on the other region. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round and smooth on the other region. The edges of the partial compound break on the distal catheter segment were noted to be uneven. The surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm from provided information. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned and measured approximately 15.6cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that was elliptical in shape. A partial compound break was noted on the distal catheter segment approximately 0.7cm from the proximal end. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth on the other region. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round and smooth on the other region. The edges of the partial compound break on the distal catheter segment were noted to be uneven. The surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm from provided information. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, device, method, conclusion, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, two months and twenty days post port placement, the catheter allegedly was found to be quite steep at the puncture site when placed. Reportedly, a break was identified during a computed tomography scan and there was a ruptured catheter in the right atrium. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, two months and twenty days post port placement, the catheter allegedly found to be quite steep at the puncture site when placed. Reportedly, a break was identified during a computed tomography scan and there was a ruptured catheter in the right atrium. The current status of the patient was unknown.